Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited high capture threshold. The patient then presented to the hospital and a chest x-ray was performed; the lead was found to be dislodged. The lead was repositioned (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.